Event description:
The customer contact report a separation. The nurse reported that while connecting the tubing set that conducted a chemotherapeutic agent, the tubing separated at an unspecified location. It was unspecified if "caustic spillage occurred". The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.